Event description:
A customer had a problem with a sharps container. The customer stated "the support on the right hand side of the lid broke when the customer was attempting to close the lid causing customer's hand to go inside the sharps container." Customer received abrasion, no needle stick.